Event description:
It was reported while a patient had been charging their personal diabetes manager (pdm) the battery overheated melting the pdm as well as the charging port.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.